Manufacturer narrative:
(B)(4). This record was converted. For additional information about the analysis, please see sap. Unit received with all buttons responding properly. No button anomalies noted. Mr 07-14-11.

Event description:
Information received by medtronic indicated that the insulin pump had keypad unresponsive. The buttons were not responding. Troubleshooting was performed but the issue was not resolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.